Event description:
The surgeon reported hypopyon the first day post operative and stated it may be tass. The surgeon suspects the I/a tip may have contributed to the event. The wound was sutured with 10-0 nylon. The nurse stated they have changed their cleaning procedures since the initial reported cases of tass and the site visit from the nurse consultant earlier in the year. The nurse stated they now have a quick rinse machine and use it after each case. The surgeon stated he does not feel that he is able to remove all the viscoelastic and suspects that is because of either the size of the I/a tip or it may have become restricted (clogged). He additionally feels the duo visc and provisc are not conducive for a good outcome and will be changing to healon for future cases until the I/a tips can be evaluated. The surgeon later clarified that his concern was actually with the effectiveness of the curved 2.2 mm I/a tip to remove viscoat from the pt's eye. The surgeon switched to a straight 2.2 mm tip and found the performance to be much more satisfactory. The pt outcome was good and the prognosis is excellent.

Manufacturer narrative:
The I/a tips were rec'd for in house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 12/19/2008.